Manufacturer narrative:
This supplemental report is being submitted to provide additional manufacturer narrative. Engineering investigated the issue and from the customer's statement, it was determined that the acunav catheter did not malfunction and was being used as a concomitant device during the procedure. The customer also stated that the used catheter will not be returned for analysis

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was being treated for atrial fibrillation (afib) / cardiac tamponade underwent a pulmonary vein isolation (pvi) procedure with a cryoballoon catheter. While the doctor was mapping and ablating the tissue, it was noted that the patients' blood pressure had dropped. A presence of pericardial effusion had occurred and it was confirmed with the acunav catheter. The doctor performed a thoracic drainage and removed over 2000 ccs of accumulated fluid from the pericardial cavity. The patient was transfused with ten packs of red blood concentrates (rcc) but the bleeding did not completely stop. No additional information was provided.